Manufacturer narrative:
H6 result code: the product could not be properly evaluated for catheter leakage as the catheter was not returned. Six unusual punctures were seen around the perimeter of the septum and there were multiple needle punctures in the center of the septum. No damage to the connector was noted. Since the catheter and catheter attachment lock were not returned, proper evaluation of the event was not possible. The product did not leak when tested. The mfg records for the product were reviewed and no anomalies were noted.

Event description:
The port leaks at the catheter near the connector.